Event description:
Patient with iabp placement. Transport from one facility to the other uneventful; however, during offloading of patient and iabp from ambulance, iabp machine started to have a loud, constant alarm. Alarm for microprocessor failure and communication failure appeared. Staff followed prompts on help screen. Iabp was turned off. Staff waited approximately 10 seconds and turned iabp back on. Same loud alarm came on. Prompt on machine stated to obtain new iabp. Patient was able to be placed on a different iabp. No patient harm, no worsening chest pain, and patient stable hemodynamically. Once machine was returned to sending facility, machine turned on and alarm was again reproduced.